Event description:
It was reported the disposable caused the device to alarm no disposable pump won't run. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
G2 email is: (B)(4). D4: lot number, expiration date unavailable. H4: manufacture date unavailable. One unit of the affected item was returned for evaluation. Pictures provided were reviewed and showed the green valve and spring were observed to be slightly out of alignment; no other anomalies were observed. Visual inspection of the returned unit revealed no abnormalities or anomalies. Functional testing with a pump was performed and the reported issue could not be replicated. The root cause could not be determined. No corrective actions were required or taken. No lot number was provided; therefore, a history record review could not be conducted.